Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The memory nodes were cleared and the software reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 8800 was unable to save images or annotate pt data. There was no adverse pt involvement reported. There was no pt info reported.